Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the during a follow-up, a continuous interference was noted on all three channels that covered the cardiac signals. High pacing lead impedance values were observed and no capture was noted during testing. Multiple charges were observed with no therapy delivered. Review of device imaged noted a malfunction. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of noise was confirmed. The cause of the noise was an intermittent connection within a component on the hybrid.